Event description:
It was reported that a skin reaction had occurred. The biosensor was inserted into the arm on (B)(6) 2025. According to the customer, on (B)(6) 2025, they experienced an infection at the puncture site. The arm was cleansed with alcohol prior to insertion. The symptoms at the site included a rash with redness, pimples, bumps, and an infection. The customer consulted their healthcare provider who prescribed mupirocin and vancomycin to treat the infection. No other customer or event details were available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).